Event description:
Concern for 'system error' on intravenous (IV) pump in intensive care unit (ICU). IV pump taken out of service and sent to biomed for review. Following review, biomed sent IV pump to baxter for evaluation.